Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the device fractured during removal. No pieces were retained by the patient.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional exhibits signs of repeated use and the post feature has fractured off. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.